Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip was received for product evaluation. The arteriotomy locator was returned mated with the hemostasis sheath along with the header bag, sealed polyfoil pouch and guidewire. Visual inspection revealed that the arteriotomy locator was appropriately mated with the hemostasis sheath. A kink was observed near the blood inlet holes. The hemostasis sheath and arteriotomy locator was examined under a microscope and the damage to the tip of the locator was confirmed. The tip of the locator was deformed. No other visual anomalies were noted. The polyfoil pouch containing the carrier tube assembly was returned sealed. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the returned device, the complaint could be confirmed for kinked locator and sheath assembly and the deformation on the tip of the locator. The allegation of the bypass tube detachment cannot be confirmed as the polyfoil pouch wasn't even opened upon receipt. The likely cause of kinks on the device could be application of off-axis forces by the user while tracking the device within the artery or likely presence of scar tissue. And the deformation on the locator can be caused due to the forced insertion of the sheath or likely contact with a hard surface. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Date of birth - requested, only year provided implanted date: device was not implanted explanted date: device was not explanted address- (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. After repeated attempts to puncture the right radial artery failed, the puncture of the right femoral artery was successful. Insert a 7fr sheath. After the operation, the physician prepared to the angio-seal device to seal the puncture. After exchange the sheath, the physician found that the bypass tube had come off and could not be used. They changed to a new angio-seal and finished the operation. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 20dec2020. The procedure prior to the angio-seal being used was a cag. A pre-deployment angiogram was performed.